Manufacturer narrative:
(B)(4). D10: cat# 650-0662 lot# unk. Delta ceramic fem hd 36/+3mm . G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty that was subsequently revised approximately 2 weeks later due to dislocation of the taperloc. Stem was originally standard offset, which the surgeon thought wasn't sufficient after reviewing the post operative x-ray. The patient subsequently dislocated and it was reduced as a closed reduction. The stem was revised and was exchanged to a high offset stem.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Mmi: anatomic alignment of the right hip arthroplasty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.